Event description:
The following info was provided on a device tracking registration form: device unraveled during advancement requiring removal of entire sys. Stent was lost. Although no pt injury or intervention was repoted this report is being filed since this type of event could cause an adverse event if it were to recur.